Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device multiple new orders were not crossing over to the stations. The technical support specialist reviewed the customer report of multiple patient orders not crossing to multiple stations, verified in rss that several servers were showing offline status, coordinated with the bd interface team to investigate message flow, confirmed that no order messages were received between 8:27 am and 11:30 am, validated that the host system resumed sending orders at 12:47 pm, contacted the customer to confirm orders were visible and dispensing could proceed normally, documented the findings, and closed the case with customer approval. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over to multiple patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.